Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the introducer exhibited no backflow when being flushed and exhibited signs of air leakage into the tool. A structural issue on the hemostasis valve of the introducer was alleged. The introducer was not used and replaced to proceed with the procedure. Then, fluoroscopy imaging was performed, and air was suspected to be present in the right atrium and right ventricular outflow tract. The air was dissipated eventually, and the procedure was concluded with no further patient consequences. Patient condition was stable post operation.